Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy set-up, the thermogard xp ivtm system (serial # (B)(4) ) displayed "tcm ID:06" (ce post failure) error message. This issue occurred prior to patient use.